Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing; along with pump head deformed pump tube.

Event description:
It was reported that the event logs showed that a motor stall had occurred at 6:58pm and recovered at 9:28am. At that time, on (B)(6) 2014, there were no other stalls documented in the logs, though withdrawal was reported. Later that day, it was reported that the patient was seeing the error code 8476 on the personal therapy manager (ptm), which would indicate a motor stall was occurring again. It was noted that there had been no electromagnetic interference (emi), no diagnostic imaging had been performed, and they were not caused by the patient having an MRI. In addition, it was stated that there were 17 months remaining until the elective replacement indication (eri). The cause of the motor stall was unknown. The pump was later replaced. Following replacement, the patient seemed to be doing well and there was no patient injury. The device system had been used to deliver fentanyl, hydromorphone, bupivacaine, and compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731, lot# b005720n23, implanted: (B)(6) 2003, product type: catheter. Product ID: 8596, lot# b005121n58, implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.